Manufacturer narrative:
A review of complaints for alinity I ca 19-9xr (lot 78765fp00) assay determined that there are no trends for the product related to patient results. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. Historical performance in the field of reagent lots using world-wide data was evaluated. The patient median result for lot 78765fp00 was analyzed and found to be within established baselines and confirms no systemic issues for this lot. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the alinity I ca 19-9xr (lot 78765fp00) assay.

Event description:
The customer reported a falsely elevated alinity I ca 19-9xr result on a patient. It is unknown if the patient has been diagnosed with pancreatic cancer. Results provided: on (B)(6) 2025, sid (B)(6) = >1200 / 1078, x10 dilution = 26.2 / 36 u/ml, previous result from (B)(6) 2025 = 70.5 u/ml , no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a1 patient identifier complete sid: (B)(6). This report is being filed on an international product, list number 8p32-20 that has a similar product distributed in the us, list number 8p32-21, with 510k/PMA/bla number k052000.

Event description:
The customer reported a falsely elevated alinity I ca 19-9xr result on a patient. It is unknown if the patient has been diagnosed with pancreatic cancer. Results provided: (B)(6) 2025 sid (B)(6) = >1200 / 1078, x10 dilution = 26.2 / 36 u/ml. Previous result from (B)(6) 2025 = 70.5 u/ml. No impact to patient management was reported.